Manufacturer narrative:
The reported event of failure to alarm ail file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There is no report of patient harm.

Event description:
The customer multiple 1/4 inch-1 inch air bubbles passed through the pump module without the device alarming. This was noted prior to the air reaching the patient. The customer then reported they re-created the event to see if it was the channels or the pcu, and again they noted on another pcu and 2 other pump modules that multiple large air bubbles passed through the device without alarming. There is no report of patient harm.

Manufacturer narrative:
The reported event of failure to alarm ail file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There is no report of patient harm.

Event description:
The customer multiple 1/4 inch-1 inch air bubbles passed through the pump module without the device alarming. This was noted prior to the air reaching the patient. The customer then reported they re-created the event to see if it was the channels or the pcu, and again they noted on another pcu and 2 other pump modules that multiple large air bubbles passed through the device without alarming. There is no report of patient harm.